Manufacturer narrative:
The complaint investigation for falsely decreased ethanol and total bilirubin results on the alinity c processing module, serial number (B)(6) , included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The module was inspected, and multiple troubleshooting procedures were performed, including replacement of the alinity c-series reagent probe, list number 04s49-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased ethanol and total bilirubin (tbili) results for several patients on an alinity c analyzer. The following data was provided: sample ID (B)(6) initial ethanol result was <10, repeat was 345.6 mg/dl. Sample ID (B)(6) initial ethanol result was <10, repeat was 27.9 mg/dl. Sample ID (B)(6) initial ethanol result was <10, repeat was 290.6 mg/dl. Sample ID (B)(6) initial ethanol result was <10, repeat was 56.6 mg/dl. Sample ID (B)(6) initial ethanol result was <10, repeat was 404.9 mg/dl. Sample ID (B)(6) initial tbili result was <0.1, repeat was 5.09 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased ethanol and total bilirubin (tbili) results for several patients on an alinity c analyzer. The following data was provided: sample ID (B)(6) initial ethanol result was <10, repeat was 345.6 mg/dl sample ID (B)(6) initial ethanol result was <10, repeat was 27.9 mg/dl sample ID (B)(6) initial ethanol result was <10, repeat was 290.6 mg/dl sample ID (B)(6) initial ethanol result was <10, repeat was 56.6 mg/dl sample ID (B)(6) initial ethanol result was <10, repeat was 404.9 mg/dl sample ID (B)(6) initial tbili result was <0.1, repeat was 5.09 mg/dl. There was no impact to patient management reported.